Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a deformed pin issue was confirmed with the returned system controller (serial # (B)(6)). Visual inspection revealed a lodged pin within the black connector. It appears the pin was lodged between the metal receptacle and the plastic molding. The pin appears to have originated from the connector of the mobile power unit. While a root cause that attributed to the damage could not be determined, the damage appears to be a result of a misalignment issue during the mating of the two connectors. The lodged pin was removed from the connector to continue functional testing. The system controller was tested with laboratory equipment and was found to function as intended. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 22dec2020. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a pin from the mobile power unit (mpu) lodged into the black power connector. The patient was put on the backup controller and was given a loaner mpu. Both the mpu and controller would be returned. Related manufacturer report number of mpu: 2916596-2021-03216.